Manufacturer narrative:
Additional information was provided that the nurse had a minor injury of shoulder pain; the nurse recovered. The response also indicated that it was unknown who installed the mount at the customer site. Based on the information available, the cause of the reported problem was the screw and nut that's connected to the black lever was loose. No additional diagnostic/functional testing was performed. The reported problem was confirmed. The customer was advised to tighten the screw and nut that's connected to the black lever. The customer confirmed that this tightening resolved the fault. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the arm holding the patient monitor, which is connected to the wall, when moving the monitor down, there is no soft landing. The resistance on the arm is missing and one of the nurses injured her shoulder. Some arms seem ok but some of them are also having this same problem in the ICU. It is unknown if the device was in clinical use at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: (B)(6).